Event description:
A patient with acute lymphocytic leukemia was in the or undergoing mediport insertion and bone marrow aspiration. During the bone marrow aspiration of the lumbar area, the biopsy needle broke off at the hub leaving the needle in the patient. The needle was retrieved intact with needle nose pliers. No further intervention needed. There were no adverse effects to patient. The product and wrapper were saved and given to the product utilization nurse who contacted the company.